Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the device declared end of life battery status. It was noted that six months earlier the device indicated one year remaining battery longevity. Since no programming changes were made at the last office visit, there is concern over premature battery depletion. The patient is pacemaker dependent, no adverse patient effects were reported. Technical services recommended replacement and return of the device. The device currently remains implanted in the patient.